Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high sensor scan result perceived to be higher compared to readings (unspecified) on a competitor brand meter (unspecified). As a result, customer experienced heart palpitations and had a seizure. The customer was unable to self-treat, requiring treatment with insulin (type/dose unknown) provided by third-party. It was also reported the customer was in contact with a healthcare professional (hcp) who obtained unspecified blood glucose scan results on their hcp meter; however, there were no reports of the customer receiving any treatment from the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.